Manufacturer narrative:
The investigation for the reported cannula kink issue has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. Impella cp with smartassist for use during cardiogenic shock and high risk pci & impella 5.5 with smartassist for use during cardiogenic shock & impella rp smart assist system with automated impella controller instructions for use for the related event are as follows: section: warnings, cautions, and precautions ¿avoid manual compression of the inlet and outlet areas of the cannula assembly.¿ impella cp with smartassist for use during cardiogenic shock and high risk pci and impella 5.5 with smartassist for use during cardiogenic shock section: warnings & cautions: warnings ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. While on support, there was a kink located distal to the motor housing after starting pump. Attempts to re-position unsuccessful, and new pump inserted. Case successfully supported with the second pump.